Manufacturer narrative:
Please note that the complete unique device identifier (UDI) was not available intime for prepared submission. A supplemental report will be provided if the information becomes available.

Event description:
It was reported that this insertable cardiac monitor (icm) device is approaching the end of service earlier than expected. No adverse patient effects were reported. This icm device remains in service.

Event description:
It was reported that this insertable cardiac monitor (icm) device was approaching its end of service earlier than expected. Consequently, additional information received indicates that this icm was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental 01 - updated the h6 impact codes row 1 and row 2 of device manufacturers only tab. Also, updated the b5 describe event or problem of adverse event or product problem tab. Please note that the complete unique device identifier (UDI) was not available intime for prepared submission. A supplemental report will be provided if the information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was thoroughly inspected and analyzed. Visual inspection of the device found no anomalies; however, the device was received with low voltage and timeouts occurred during attempted returned product testing. Latitude data review confirmed the device met expected longevity at 83% and showed a high amount of afcodeerror faults, attributable to high usage during the trend clinical trial causing firmware processing stress. Additionally, latitude data showed evidence of a low voltage fault, which was justifiable based on the device programmed conditions for the trend clinical trial. Based on the overall analysis, no evidence of device defect, malfunction, or damage outside normal medical use was identified. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on returned device analysis and a thorough review of the reported complaint, the conclusion code device problem excluded was assigned. This supplemental 01 - updated the h6 impact codes row 1 and row 2 of device manufacturers only tab. Also, updated the b5 describe event or problem of adverse event or product problem tab. Please note that the complete unique device identifier (UDI) was not available intime for prepared submission. A supplemental report will be provided if the information becomes available.

Event description:
It was reported that this insertable cardiac monitor (icm) device was approaching its end of service earlier than expected. Consequently, additional information received indicates that this icm was explanted. No additional adverse patient effects were reported. The explanted icm device has been returned, and analysis has been completed.